Event description:
On (B)(6) 2003, pt was implanted with an invance sling. On (B)(6) 2004, pt was implanted with another device to treat ongoing incontinence. Add'l info received on (B)(6) 2011 indicates incontinence was worse than at baseline.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.